Event description:
It was reported that the patient's pump battery was depleting faster than acceptable rates, with over 50% loss daily. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, as the customer declined further follow-up.